Manufacturer narrative:
Product return was not received. A valid production code hasn't been provided by the reporter, therefore no product investigation possible. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Pokes - mouth [mouth injury]; hurts - mouth [oral pain]; at the top there is a small metal pin that pokes while using it [injury associated with device]; there is this small metal pin that pokes, while using it [device breakage]; case description: consumer e-mailed stating that she'd now had a second brush head where at the top there was a small metal pin that poked while using it; it poked and hurt. No serious injury was reported.

Manufacturer narrative:
10-oct-2018 product investigation results: reporter returned an unspecified number of toothbrush heads on (B)(6) 2018. Product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Pokes - mouth [mouth injury]. Hurts - mouth [oral pain]. At the top there is a small metal pin that pokes while using it [injury associated with device]. There is this small metal pin that pokes, while using it [device breakage]. Product counterfeit [product counterfeit]. Case description: consumer e-mailed stating that she'd now had a second brush head where at the top there was a small metal pin that poked while using it; it poked and hurt. No serious injury was reported.